Event description:
It was reported that the customer inserted a sensor, connected the transmitter and it did not blink. Customer removed the sensor and the cannula was missing. Blood glucose value is 5.6 mmol/l nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the sensor being returned opened and used. The sensor had no broken off parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.